Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/setting issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed that the last basal and bolus were delivered four days after the complaint date. Pump history did not show any atypical use by the patient. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. This report is made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading of 400 mg/dl with trace level of ketone, nausea, polyuria and polydipsia. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue started three days ago. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential perceived inaccurate delivery issues and potential bg issues did not reveal any assignable causes. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.